Manufacturer narrative:
Analysis confirmed the reported complaint of low impedance. The inner insulation was damaged at 17.1cm from the connector pin which was caused by over tighten suture sleeve. The damage on the lead was sustained during the surgical procedure.

Event description:
It was reported that the patient presented for a system implant. During the lead implant procedure, the lead exhibited low impedance measurements. The lead was exchanged, and another lead was implanted successfully. The patient was stable post procedure.